Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to claim low audio output on (B)(6) /2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were not functional. Dexcom has issued an rga for the patient to return the device to be investigated.